Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 had a burning smell from bipolar during harvesting and tip was burned. Jaws did not approximate. The radial harvest, the insulation fell off. Nothing fell off into the patient. The jaws of the harvesting tool were not open (even slightly) during the insertion of the tool into the cannula. There was no resistance noted while inserting the harvesting tool into the cannula. No additional incisions were required. There was no procedural delay. New device was used to complete the procedure. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h6, h10, h11 corrected sections: h3--device evaluated by mfg corrected from "no" to "yes" the device was returned to the factory for evaluation on 02/28/2023. An investigation was conducted on 03/08/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material was observed between the jaws. The charred material and wear on the jaws was due to normal clinical use. The gray silicone insulation of the cold jaw was observed to be peeled at the tip while remaining attached. The insulation of the hot jaw was observed to be intact with no defects observed. The heater wire was observed to be intact with no defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, reference cable, and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. No abnormal smell was observed. Based on the returned condition of the device and the investigation results the reported failure "environmental particulates was not confirmed, however the reported failure "peeled; jaw" was confirmed". The lot # 3000291157 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.